Manufacturer narrative:
The field service representative confirmed that the system was working acceptably. He noted the customer was using non-roche microcups for the sample analysis. These cups are not recommended for use.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable bilirubin total gen.3 result for one neonatal patient. The initial result was 0.16 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 14.03 mg/dl. The patient was not adversely affected. The reagent lot number was 609372. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Possible causes include the use of non-roche microcups.